Manufacturer narrative:
Device evaluation of monitor (B)(4) and electrode belt (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient's mother was reportedly present at the time of passing. Prior to passing, the patient received 4 inappropriate treatments from the lifevest. At 11:28:27 pm, the patient received the first treatment, the patient's rhythm at the time of the treatment was sinus bradycardia at 50 bpm with bigeminy and non-sustained ventricular tachycardia (nsvt). The post-shock rhythm was sinus bradycardia at 50 bpm. At 11:29:11 pm, the patient received the second treatment. The patient's rhythm at the time of the treatment was sinus bradycardia at 50 bpm with bigeminy and nsvt. The post-shock rhythm was sinus bradycardia at 55 bpm with bigeminy and nsvt. At 11:29:55 pm, the third treatment was delivered. The patient's rhythm at the time of the treatment was sinus bradycardia at 55 bpm with bigeminy and nsvt. The post-shock rhythm was sinus bradycardia at 60 bpm with nsvt. At 11:32:05 pm, the patient received the fourth treatment. The patient's rhythm at the time of the treatment was sinus tachycardia at 110 bpm with bigeminy and motion artifact. The post-shock rhythm was sinus bradycardia at 55 bpm with bigeminy and nsvt. The nsvt, oversensing of low-amplitude cardiac signal, and motion artifact contributed to the false detections. The response buttons were not pressed during the event. At 11:32:44, a non-treatable rhythm was declared by the lifevest. Review of the patient's continuous ECG recordings shows that the patient continued to have short runs of nsvt until CPR artifact is seen on the ecgs. It is unknown who was performing CPR on the patient. The CPR artifact obscured the patient's underlying rhythm until the electrode belt was disconnected at 11:50:48 pm. There were no allegations against the device.